Event description:
The patient came out of or (for lvad [left ventricular assist device] placement) with a pa [pulmonary artery] catheter that is part of a newly discovered faulty batch of catheters. This evening in ICU, it was noted that the pilot balloon syringe contained pink fluid, which is indicative of the malfunction seen in other catheters.